Manufacturer narrative:
Concomitant medical products: (B)(4) crt-d, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead post-operatively dislodged and exhibited non-capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.